Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an incision check approximately one week post implant, this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output, decreased r-wave measurements and decreased pacing impedance measurements of 326 ohms. A chest x-ray was performed and noted a lead perforation. An invasive procedure was performed. The lead was repositioned and a repeat echocardiogram was performed and noted a small pericardial effusion. The patient was seen the following day for follow up and all lead measurements were noted to be stable and acceptable. The physician noted that the effusion was stable and required no additional intervention. The patient was discharged from the hospital. No additional adverse patient effects were reported.